Event description:
Patient reported being injected in the in the lips and nasolabial folds with 2 syringes of juvéderm® vollure¿ xc and in the chin with 2 syringes of juvéderm® voluma¿ xc. Eight days later, the patient was injected in the lips with 1 syringe of juvéderm® vollure¿ xc. A year later, the patient was injected in the lips with 2 syringes of juvéderm® vollure¿ xc. Two days later, the patient injected in the cheek with juvéderm® ultra. Three months later, the patient was injected in the cheek with juvéderm® ultra and again 12 days later. Two months later, the patient was injected under the eyes with two syringes of juvéderm® voluma¿ xc. The patient was concomitantly injected in the lips with revanesse® versa¿. Immediately after, the patient experienced a ¿huge black eye, huge white dot, purple swelling, seeing white lasers, discoloration, asymmetrical hollowness, injection marks, and face extremely deflated¿ under the left eye. Sixteen days later, the patient was treated with dissolver on the left side of the face and was injected in the cheek with juvéderm® ultra and again 12 days later. Two weeks later, the patient was injected on the outside of the left eye with juvéderm® vollure¿ x. Five months later, the patient received and MRI and was administered unknow, dissolver the next 2 months, which caused the right side to be ¿larger¿ than the left.¿ event was ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.